Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that patient experienced no audio output on (B)(6) 2015. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.